Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. The patient's system was explanted due to patient unable to set the ipg to MRI mode caused by high impedance issues. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the device could not be set into MRI mode. System diagnostics recorded high impedances on both leads. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.